Event description:
The customer reported elevated quality control (qc) results on the access 2 immunoassay system (serial number (B)(4)). The customer stated that the qc issues had occurred on the instrument prior to performing a system check to verify the instrument's performance. The potential existed for erroneous patient results to have been generated but no patient results were questioned. The customer stated that there was no change to or impact to patient treatment in conjunction with this event. The system check performed after obtaining the elevated qc failed multiple parameters. The customer did not supply qc or calibration information. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that there was a leak coming from the wash pump caused by an under-torqued piston cap. The fse tightened the cap. The fse also discovered air bubbles in the wash pump which occurred during the priming sequence. This leads to inefficient washing of patient samples. The rotor, stator and gasket were replaced in order to correct this issue. The fse then discovered a build-up of dried wash buffer in the precision valve. This leads to incorrect liquid handling of the pipettor. The fse cleaned the valve. (B)(4).